Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured during inflation, so it could not be used. The issue occurred in the patient. Hemostasis was achieved with another unknown mynx device. There was no reported patient injury. The device was being used for hemostasis in a percutaneous transluminal angioplasty procedure. The procedure used a retrograde approach. The user is mynx certified. A 6f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The device was stored and prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon after being pulled to the arteriotomy, however, exactly when it lost pressure was not provided. The device is being returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured during inflation, so it could not be used. There was no reported patient injury. The device was being used for hemostasis in a percutaneous transluminal angioplasty procedure. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured during inflation, so it could not be used. The issue occurred in the patient. Hemostasis was achieved with another unknown mynx device. There was no reported patient injury. The device was being used for hemostasis in a percutaneous transluminal angioplasty procedure. The procedure used a retrograde approach. The user is mynx certified. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The device was stored and prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon after being pulled to the arteriotomy, however, exactly when it lost pressure was not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was also not depressed. The stopcock was found open. No syringe was returned for this evaluation. The sealant was present in the manufacturing position and fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a non-cordis catheter sheath introducer (csi) was returned inserted in the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A loss of pressure was noted during the leak test conducted through balloon inflation and deflation evaluation, suggesting a possible balloon failure. A high magnification evaluation was performed to assess the balloon. During this analysis, a longitudinal tear in the balloon was observed. The reported event of ¿balloon balloon loss of pressure¿ was observed through analysis of the device received since as a longitudinal tear was noted on the balloon. The cause of the reported issue could not be determined, especially since the condition of the returned device did not match what was reported. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported that there was vessel tortuosity and calcification. These factors may have led to balloon damage that led to tear on the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured during inflation, so it could not be used. The issue occurred in the patient. Hemostasis was achieved with another unknown mynx device. There was no reported patient injury. The device was being used for hemostasis in a percutaneous transluminal angioplasty procedure. The procedure used a retrograde approach. The user is mynx certified. A 6f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The device was stored and prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon after being pulled to the arteriotomy, however, exactly when it lost pressure was not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was also not depressed. The stopcock was found open. No syringe was returned for this evaluation. The sealant was present in the manufacturing position and fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a non-cordis catheter sheath introducer (csi) was returned inserted in the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A loss of pressure was noted during the leak test conducted through balloon inflation and deflation evaluation, suggesting a possible balloon failure. A high magnification evaluation was performed to assess the balloon. During this analysis, a longitudinal tear in the balloon was observed. The reported event of ¿balloon loss of pressure¿ was observed through analysis of the device received since as a longitudinal tear was noted on the balloon. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported that there was vessel tortuosity and calcification. These factors may have led to balloon damage that led to tear on the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.